Manufacturer narrative:
The lead was not available for analysis. The analysis of the returned data did not show any abnormalities regarding possible lead complications.

Event description:
Ous MDR. On (B)(6) 2015 a hemodynamically relevant ventricular tachycardia occurred. It was detected, but no shock was delivered. A lead fracture was suspected. After an unsuccessful test shock, it was decided to leave the device in place due to the patient's poor health. Once the patient's health improved, it was decided to implant an additional lead and change out the device because it had reached eri. During the revision on (B)(6) 2015, two shocks were delivered; one during cautery and the other during the unscrewing of the set screws. It is possible that maybe the programmer wand was lifted too soon when transmitting the deactivation of tachy detection. The new tachy lead was implanted and this lead was capped.